Event description:
The customer reported a leak when using the coulter act diff analyzer. There were platelet background failures and a clear fluid leak (less than 1ml) from the aspiration probe on the instrument. The operator was wearing gloves, face protection, and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer technical support personnel instructed the customer to remove the probe wipe. The probe wipe was excessively dirty and crusty. The customer cleaned the probe wipe. After cleaning the probe, the leak and background issues were resolved. Identified failure modes: the failure mode was attributed to a dirty probe wipe. Platelet background failures alerted the operator to an instrument problem. No erroneous results were generated in association with this event. Upon recur of the failure mode, erroneous results are likely for all parameters resulting from carryover due to insufficient cleaning of the aspiration probe. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Beckman coulter (bec) internal identifier for this report is (B)(4).